Event description:
It was reported that six (6) hours after the start of continuous renal replacement therapy with a Prismaflex M150 set, "the tubing joint burst". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: Initial Reporter Facility Name: (b)(6) Should additional relevant information become available, a supplemental report will be submitted.